Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1sxqq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they were feeling stimulation in a different spot (lower bottom) and thought one of their leads had moved. They stated they had not had any falls, trauma, or anything that could have moved the lead. The sensation was not uncomfortable and they were still receiving therapeutic benefit. They were still able to connect with their programmer and pull up therapy settings. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider in march 2021 to check on internal components.